Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant:unk - nails: tibial (part# unknown; lot# unknown; quantity: unknown).

Manufacturer narrative:
This report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 a technical support is provided at (B)(6) clinic with a tns protect system plus suprapatellar system with dr. (B)(6). The surgeon, during the procedure, decides to place a nail with a diameter of 9x 315, after reaming the channel, the diameter is changed to a 10x315 nail. During the development of the surgery, the nail is blocked with 4.0 and not 5.0 pins as indicated. This complaint involves one (1) devices. This is 1 of 1 for report (B)(4).